Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that started heating when it should have been maintaining patient. Nurse received alert 14 (patient temperature 1 probe out of range) and alert 112 (confirm returning to cooling phase). Per email response received on 29-sep-2022, technical support confirmed it was user error, the user had device programmed for rewarming but they thought it was cooling. No further issues, no patient injuries were reported.

Event description:
It was reported that the biomed had an arctic sun device that started heating when it should have been maintaining patient. Nurse received alert 14 (patient temperature 1 probe out of range) and alert 112 (confirm returning to cooling phase). Per email response received on 29-sep-2022, technical support confirmed it was user error, the user had device programmed for rewarming but they thought it was cooling. No further issues, no patient injuries were reported.

Manufacturer narrative:
Per additional information, bd has determined that the event was not reportable. The device was not returned.